Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this right ventricular (rv) lead had fractured and was undergoing an extraction procedure. Lead was in unipolar pace, bipolar sense configuration and working appropriately in this configuration. During explant, the helix could not be fully retracted. In an attempt to remove the lead, the lead snapped leaving a portion including the helix inside the body. In an attempt to remove the lead from the rv, the helix got caught on the tricuspid valve. The lead was eventually successfully fully removed. During a heart surgery (intraoperative), doctors observed a backward leak in the tricuspid valve (tricuspid regurgitation or tr). This leak was caused by physical damage to the front-facing flap (anterior leaflet) of that valve. Physician noted that there was not much tr and patient fully recovered. Patient is to be seen at the routine follow-up. This lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.